Manufacturer narrative:
Device passed displacement test and self test. However, insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device received with cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's act button was not working. No harm requiring medical intervention was reported. The device will be returned for analysis.